Event description:
It is reported that the physician was performing a radial approach pci. It is reported that there was a bit of resistance felt when the balloon dilatation catheter was inserted, but it was not excessive. It is reported that the balloon snapped in half approximately half way down the catheter, as the physician got the balloon to the curve of the ascending aorta. No clinical sequelae were reported. Device evaluation: there were numerous kinks evident along the hypotube. The hypotube had detached distal to the strain relief. Both ends of the hypotube were oval in shape and jagged. The hypotube was kinked distal and proximal to the detachment site.

Manufacturer narrative:
(B)(4). Evaluation results: (procedure related).